Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer responding the field notification letter. Customer stated that the drive support cap fell off in his pocket and it is no longer attached to the insulin pump. Advised customer not to manipulate or punch on the drive support cap while connected to insulin pump. Advised customer that the insulin pump will need to be replaced. Nothing further reported.